Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was cracked. The battery cap's yellow o-ring was reportedly visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015 device evaluation:the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the black box data showed an unexplained reboot on (B)(6)2015. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had stripped threads. The cap was unable to attach on to the pump or a test pump. A test cap was used to completed investigation; the cap could not fully secure; however, there was no power loss.the pump was then exercised for 24 hours with no power issues. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.